Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during an unknown oral and dental surgery on an unknown date suture was used. The suture detached from the needle during use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). An empty open foil, a winding former with a undispensed suture and unopened samples of product were returned for analysis. During the visual inspection of sample, the suture end is severely cut (damaged), resulting in a clip off defect. In addition, the needle was not returned for evaluation. Per the sample condition the assignable cause of the performance ¿ damaged product, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Unopened representative samples were examined and no defects were found on the packet. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects were found. A functional test was performed and the pull force were above the minimum requirements. According to unopened samples, no attachment defects were found and the tested samples met the finished goods requirements.